Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they "had not used it in a long time and they think it might be turned off and they did not feel the stimulation". Patient thought stim had been off for. Patient had to cath but patient was saying they had no problems. The manufacturing representative asked again and they said that they were not having any problems, they just wanted to check to see if stim was on, as they had not felt it for "about a week" ((B)(6) 2017). Patient reported that they saw that stim was on and they were on program 3 at 0.70v. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.